Event description:
The sales representative reported on behalf of the customer, that the pro7000se, hall micropower+ high speed drill was being used on (B)(6) 2024 during an unknown procedure when it was reported ¿the handle is hot and won't work.¿. There was no report of injury, medical intervention, or extended hospitalization to the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. The service history was reviewed, and no prior data was found. A two-year review of complaint history revealed there has been a total of 63 complaints, regarding 63 devices, for this device family and failure mode. During this same time frame 3,015 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.02. Per the instructions for use, the user is advised to operate the handpiece for one minute according to the operating instructions. Monitor the handpiece for any of the following: excessive noise, excessive vibration, the handpiece or attachment are hot to the touch during the test procedure or during surgical use, and the handpiece does not operate up to its maximum preset speed. Verify the maximum preset operating speed by fully depressing the activation lever or appropriate footswitch pedal and verifying that the maximum speed is displayed on the controller. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer, that the pro7000se, hall micropower+ high speed drill was being used on (B)(6) 2024 during an unknown procedure when it was reported ¿the handle is hot and won't work.¿. There was no report of injury, medical intervention, or extended hospitalization to the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.